Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during both the removal and attaching of pump case, the cartridge became pulled out. Reportedly, the customer slid the cartridge back into place. There was no reported impact to the customer¿s blood glucose.